Manufacturer narrative:
Evaluation results: (root cause could not be determined). No results available since no evaluation performed - (device or procedural images were not returned for review). Evaluation conclusions: unable to confirm complaint - (device or procedural images were not returned for review). (Root cause could not be determined). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 4.00 x 30 mm rx drug eluting stent to treat a lesion in the rca. The lesion to be treated was 25mm in length, had moderate calcification, 85% stenosis and little tortuosity . The device was removed from the packaging according to the IFU with no issues noted. It was also inspected and no problems were reported. Negative prep was no performed. After advancing the stent to the lesion, contrast medium was observed leaking out of the balloon at the start of the inflation. The balloon failed to inflate fully. The balloon was on its first inflation and the pressure that had been applied was 2 atms. It was also reported that the device passed through a previously deployed unknown stent. The device was replaced by another medtronic product. There were no patient symptoms or complications associated with the even.